Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t hey are having trouble with their stimulator and it keeps acting up. They can be sitting still, standing still, or walking and it will just go crazy on them. All of a sudden the intensity will triple or quadruple and just about drops them to the floor. On the day of the report they were going down stairs with a clipboard and had to stop. They turn the stimulator off at night and when they turn it off, it stays off. Patient services suggested that the patient try turning the adaptive stimulation (as) off to see if the stimulation still comes on strong on its own. The patient stated that it has been going on a couple months now but the last couple of weeks it has gotten really bad. The patient also noted that if it goes way up the numbers on their patient programmer are still the same so they have to turn it way down. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.